Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen, and balloon. There was blood in the guidewire lumen. The shaft was buckled and accordioned 11mm in length, 14mm from the tip of the device. The balloon was buckled, accordioned, and dog boned. The buckled and accordioned portion of the balloon was 7mm in length, 3mm from the tip. The dog bone spanned between the buckled segments of the shaft and balloon at 3-4mm in length, 11mm from the tip of the device. The device was soaked for a period of time to break up contrast and blood present in the device. It was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery, right after bifurcation. Following stent deployment, a 2.50mm x 6mm nc emerge balloon was advanced to post dilate the lesion at 18 atmospheres, but a balloon rupture occurred. It was noted that after inflation, a second chamber appeared proximal to the main balloon chamber. No external leakage was observed. The balloon was promptly deflated, and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal left anterior descending artery, right after bifurcation. Following stent deployment, a 2.50mm x 6mm nc emerge balloon was advanced to post dilate the lesion at 18 atmospheres, but a balloon rupture occurred. It was noted that after inflation, a second chamber appeared proximal to the main balloon chamber. No external leakage was observed. The balloon was promptly deflated, and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.